Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon cr insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Conclusion: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The consulting clinician reviewed the provided, undated x-rays and stated no determination can be made to explain the findings described in the event description. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Update: patient was revised for stiff knee and progressive patellar arthritis. Difficulty walking, kneeling, stair climbing, limited flexion. Good alignment, stable components, no evidence of loosening, small amount of fluid in knee. Dense adhesions in both the medial and lateral gutters and between the extensor mechanism and distal anterior femur. Lysis of adhesions.

Event description:
It was reported that a triathlon cr insert was explanted. Explant showing oxidation damage. A sizable subsurface crack about to delaminate on the articular surface.